Event description:
New trays were purchased for steris sterile processing system for the reprocessing of scopes. Scopes were placed in the system as shown by the pictorial instructions provided with the new tray. During inspection of the scopes after reprocessing, partial cuts were noted in the sheath of the scope. It was determined that there was a slight modification to the edges of the sterilant cup in the new trays, and the instructions provided directed the operator to place the scope into the wrong tract on the tray. Therefore, during sterilization as water pulsates through the scope, making it contract and retract, the scope rubs against the edge of the sterilant cup.